Event description:
Customer's caregiver reported device = 120-140 mg/dl. Caregiver tested customer several more times and device = 160-170 mg/dl. Customer was restless and confused. Caregiver took customer to hospital. Hospital result was low but caregiver did not remember the value. Customer was given food at the hospital. Control information was not provided. A request was made for return product and replacement product was sent.